Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer stated that she changed her site around midnight and at 5am her blood glucose was 518 mg/dl. The customer tried to give insulin and the pump alarmed no delivery. The customer treated with the pump. The customer stated that insulin exited during troubleshooting. The customer stated that the tubing was not bent or kinked. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.